Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the about 2.5 centimeters from the lead's terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that the patient had a ventricular rate of 40 bpm. Testing was performed and it was discovered that the right ventricular (rv) lead was not capturing in the ventricle due to high pacing threshold measurements. The pacing impedance and amplitude measurements in were normal range. The patient was not symptomatic. A revision was performed a week later to reposition the rv lead. A chest x-ray was performed and the rv lead appeared to be in the original implanted position. Testing was performed again and there was still no capture at 5 volts. The pocket was opened and the rv lead terminal pin was disconnected from the device. The helix was retracted after 25 turns. The rv lead was repositioned and testing on the pacing system analyzer (psa) yielded acceptable amplitudes but no capture at 2 volts. The lead was repositioned again but the pacing threshold values still remained high. The physician then decided to extend the helix to see if better myocardial contact would improve the pacing threshold values; however, the helix would not fully extend after 30 turns. Testing was performed again with the psa and there was no sensing. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.